Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is being classified as possible infectious corneal ulcer." The device history records & sterility records have been reviewed by manfacturing and found to be in compliance.

Event description:
An eye care practitioner reported that a patient experienced severe pain and was diagnosed with a large round central corneal ulcer in her right eye associated with wear of precision uv contact lenses & use of alcon optifree lens care solution. The following day, the patient inserted a lens in the left eye and subsequently presented to ecp with a significant ulcer with corneal erosion and was hospitalized. Treatment consisted of chibroxine, celluvisc, ciloxan, gelarmes. Pre-event visual acuity reported as od 10/10 os 10/10. Current accuity reported as od 9/10 os 10/10. Events resolved with persistent pain. No further information was provided. This case has been designated as the right eye event (separate report has been made for right eye event).